Manufacturer narrative:
Medical device: 72404156, 475353015, reservoir 100 ml pc/iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to non functioning implant. No information about the patient outcome is available at the moment. Additional information was received. Device had fluid loss due to broken tubing.